Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6)2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient's battery was removed as it was eroding from the skin. The patient first started experiencing the battery erosion from the skin in (B)(6) 2016. No troubleshooting was performed related to the erosion and there was no apparent infection. The leads were also taken out during the procedure on (B)(6) 2016. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.